Event description:
Additional information received reported the catheter was ¿changed¿ and the patient did very well with no issues. The initial report had been due to the device manufacturer inquiring about the compatibility between an old and a new catheter. The reporter did not know who the patient was. No further information was provided.

Event description:
It was reported that the catheter was fractured/broken. The reporter was not sure when or where it occurred. The health care provider (hcp) was also not able to aspirate. The reporter was ¿in the case¿ and did not have time to provide any additional information. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # unknown, product type catheter. (B)(4).